Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was recently admitted to the hospital for diabetic ketoacidosis. The patient's blood glucose at the time of incident exceeded 600 mg/dl. The customer's blood glucose when she went to bed was 87 mg/dl before she woke up to the 600 mg/dl reading. She treated with a 15-unit manual insulin injection. The customer also recently began dialysis treatment. No products were returned or replaced.